Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted the event of "capsular contracture¿ is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device analysis: visual analysis of the one device appears to be intact and at the same time some yellow / red biological tissue is observed. Labeled as right side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Device was explanted.